Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
Note: this report pertains to second of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat varices and bleeding performed on (B)(6) 2024. During the procedure, the bands prematurely deployed even without an attempt of deployment. Two more speedband superview super 7 were used; however, the same problem happened. The procedure was still completed with the third speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned with the ligator housing without any bands and the handle had evidence that the trip wire was secured. There were no damages noted on the returned device. No problems with the device were noted. The reported event of bands premature deployment cannot be confirmed during the product analysis since this problem can only be seen during the procedure. Upon analysis, the returned ligator housing had no bands and the handle had evidence that the trip wire was secured. There was no objective evidence or descriptive conditions to confirm this event since it was also seen that the suture returned as if the bands were deployed correctly and there were no damages noticed on the returned device and from a product analysis perspective, the device met the intended use, and the bands were deployed accordingly. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
Note: this report pertains to second of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat varices and bleeding performed on (B)(6) 2024. During the procedure, the bands prematurely deployed even without an attempt of deployment. Two more speedband superview super 7 were used; however, the same problem happened. The procedure was still completed with the third speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.